Event description:
A female patient reported that she experiences halos and glare in the right eye after the implantation of an intraocular lens (iol). The patient stated that she has to use alphaganp 0.1% (brimonidine) to constrict her pupil so that she can drive or go to a movie. She noted she has to use the drops in both eyes or she gets a headache and also experiences side effects from use of the eye drops, such as a runny nose, and eyes feel swollen. She has difficulty watching tv in low light conditions. The patient reports she has seen various doctors including a neuro-ophthalmologist and a retinal specialist all of whom have told her there is nothing wrong with her eyes or the iol. The patient stated that during the implantation, she experienced a tremendous amount of pain. The phacoemulsification (phaco) machine malfunctioned and ''bubbling'' was noted. The iol was implanted on (B)(6) 2013. Follow up with the patient's physician was performed. The surgeon indicated the patient wore contact lenses for many years. Her exams have been uneventful, visual acuity is 20/20 and the device is centered perfectly; no product issue reported. The surgeon indicated that during the procedure the alcon infinity phaco machine had issues with the foot pedal and was replaced with another phaco machine. During this time the patient was not ''opened up'' and was still getting prepped for surgery. He noted the patient is dissatisfied with her visual outcome and reports debilitation in daily activities. An MDR for the left eye has already been filed: 2648035-2013-00305.

Manufacturer narrative:
Manufacturing records were reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was reported. Placeholder.